Event description:
It was reported that the patient presented into the clinic. Upon interrogation, sensing noise and automatic mode switch was observed on the right atrial (ra) lead. Noise was able to be reproduced in clinic with arm movement. No intervention were taken. The patient was in stable condition.